Event description:
Please refer to report .

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: fracture. Review of event description: the neck adaptor broke during routine trial. It was reported that there was no harm to the patient and that no foreign parts remained inside the patient. The surgeon used another instrument to finish the surgery. Review of received data: no medical data such as photographs, surgical notes or any other case-relevant documents received. Due to patient privacy policy no patient information will be provided. Devices analysis: - visual examination: the trial head shows normal signs of usage on the outer surface, except of a roundish indentation in the middle of the upper surface. Further, one of the four quarters broke off completely. In the cone area, two out of the six cut-ins broke off. The other four cut-ins show some deformation. Based on this visual examination the complaint can be confirmed. - measurements: as the instrument is fractured and deformed no measurement was taken. - functional test: as the instrument is fractured and deformed no measurement was taken. Review of product documentation - compatibility: no compatibility check can be performed as only one product has been reported. - inspection plan: - characteristic no. 1 feature outer diameter with scope of testing: 100%. Means of inspection: micrometer - characteristic no. 2 feature inner diameter with scope of testing: 100%. Means of inspection: micrometer - characteristic no. 3 feature height with scope of testing: 100%. Means of inspection: caliper - characteristic no. 4 feature depth with scope of testing: 100%. Means of inspection: caliper - characteristic no. 5 feature slot width with scope of testing: 100%. Means of inspection: caliper - characteristic no. 6 feature slot depth with scope of testing: 100%. Means of inspection: caliper - characteristic no. 7 feature functional test outer contour with scope of testing: 100%. Means of inspection: gauge - characteristic no. 8 feature functional test cone with scope of testing: 100%. Means of inspection: gauge root cause analysis root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance -> not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument breaks due to degradation of material due to cleaning and sterilization => possible, as it is unknown how often the device has been reworked (cleaned and sterilized), this cause cannot be excluded. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as the broken off piece indicates the application of a high force. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as the broken off piece indicates the application of a high force. - instrument breaks or deforms due to off-label / abnormal-use => possible, as the broken off piece indicates the application of a high force. Conclusion summary during routine trial the neck adapter broke. It was reported that there was no harm to the patient and that no foreign parts remained inside the patient. The surgeon used another instrument to finish the surgery. Based on the returned product and the given information the complaint could be confirmed. The visual examination confirmed the reported event. In total three pieces of the trial adapter broke off completely. Additionally, some deformation was found within the cone area of the device. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Further, according to the inspection plan valid at the time of production each defined characteristic was inspected on a 100% of devices contained within the batch. However, in case of the application of a extraordinary high force or a wrong directed force, it is possible that plastic deformation or even complete breakage of the device occurs. Therefore, based on the given information and the results of the investigation, we identified the application of a high or a wrong directed force as the most likely root cause for this issue. However, an unique root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The device was received, the investigation is pending. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During routine the neck adaptor broke.